Event description:
It was reported that near the end of a buried lead placement, the doctor noticed that the end of the lead was sheared. The doctor replaced the lead to complete the surgery. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Analysis of lead model 3776-60 serial# (B)(4) showed that insulation was broken under the #0 connector sleeve. The lead was stretched (.5cm) leaving a gap between the connector sleeve and the outer insulation. The lead had acceptable continuity at all circuits with no dry shorts.

Manufacturer narrative:
.

Event description:
The buried trial lasted 6 weeks and was not successful. The lead frayed. The patient was implanted with a pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.